Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during device usage on (B)(6) 2026, a single-use sterile urinary foley catheter was a medical consumable that was inserted into the bladder through the urethra and connected to a urine bag to drain urine. The core requirement was one person, one catheter, one use, and reuse was prohibited. Main clinical uses include relieving acute urinary retention, accurately monitoring urine output in critically ill patients, perioperative management in urological surgery, and providing comfortable care for terminal patients. After catheterization, a cracking sound was heard from the catheter. The patient immediately informed the nurse. Upon inspection, the nurse found the catheter had ruptured and slipped out. The patient was unharmed, and the catheter was removed. There was delayed patient treatment time. Time to improvement of adverse event was 2 minutes.